Event description:
It was reported the subject device could not be removed from the endo-therapy accessories. The physician removed from the endoscope (model unknown) from the patient and manually removed the loop at the outside body. The issue was observed during a therapeutic ligation procedure and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for inspection. During the ligation procedure, the loop could not be removed from the endo-therapy accessories. This phenomenon was confirmed by checking the actual device. The information obtained from this complaint and the investigation results was insufficient to identify the cause of the problem. Based on the investigation result, a likely mechanism causing the reported events might be the following: 1)the loop was placed around the body tissue. 2)the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3)the slider was pulled to tighten the loop. 4)because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected: d4, h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.